Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider opened the device, found white powder on the minus battery terminal and no output voltage from the alternating current to direct current (ac/dc) printed circuit board (pcb). The ac/dc pcb and a battery were replaced and the green led was constantly lit, the output voltage was around 14 volts and the battery charge current was about 1.2 amps..

Event description:
It was reported that the e360 ventilator was not charging the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the repair could not be verified. A non-medtronic service provider returned a power supply. The service engineer evaluated the part and verified the reported complaint.

Manufacturer narrative:
Second component (battery) was received on (B)(6) 2017 for evaluation. If information is provided in the future, a supplemental report will be issued. (B)(4) per completion of investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator was not charging the battery. There was no patient involvement. A non-medtronic service provider replaced the power supply printed circuit board (pcb) and battery. Although medtronic/covidien was not authorized to conduct repairs, the customer returned the power supply pcb and battery. An investigation was performed on the returned components and the alleged condition was confirmed.